Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient underwent surgery for hernia repair and a mesh screen was inserted. The area where the mesh screen was inserted became infected and the pump pocket was also infected. The pt was treated for volume overload prior to this. A wound vac was used and IV antibiotics. The patient was discharged home on chronic suppressive antibiotics to try and clear the infection.